Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced cardiac tamponade treated with a pericardiocentesis. Septal puncture was performed with a radiofrequency (rf) needle. After brockenbrough, atrial tachycardia (at) mapping with stsf catheter (about 2 hours after the start of the procedure) was performed and ablation was conducted. Since atrial tachycardia persisted, mapping was performed again, and ablation was conducted. As tachycardia persisted, mapping was performed. Blood pressure was decreased at this timing, and echocardiography confirmed an effusion. Protamine and norad were administered and drainage were performed. The blood pressure stabilized in about 30 minutes, and the patient returned to the intensive care unit (ICU). Patient has improved and did not require surgery. The physician's opinion on the cause of this adverse event was that it was procedure related. The patient has fully recovered but required extended hospitalization. There were no error messages observed on biosense webster equipment. Steam pop was not observed. Irrigation catheter¿s flow rate setting was default setting.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31165153l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).